Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is an off-label usage of the device. On (B)(6) 2025, the patient was hospitalized due to respiratory difficulties associated with asthma. During the hospital visit, the patient also underwent a scheduled kidney check-up. As part of the evaluation, blood tests were performed, revealing a discrepancy of approximately 55 mg/dl between the blood glucose reading and the cgm reading. Specific glucose values were not documented. The patient was diagnosed with hyperglycemia and treated with insulin; however, the route of administration was not specified. The duration of the hospital stay remains unknown, and there is no documentation indicating further medical evaluation or intervention beyond the initial treatment. At the time the report was filed, the patient was noted to be in stable condition. No additional details were available, and attempts to contact the patient for further information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 55 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.